Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient code appropriate term / code not available captures the reportable event of surgery.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a possible arterial leak and was brought in the operating room. Moreover, it was noted that the patient's hemoglobin was dropping. In addition, during pocket evaluation it was noted hat the pocket was initially dry, but the physician was able to locate it the next day and closed it up. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient code appropriate term / code not available captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a possible arterial leak and was brought in the operating room. Moreover, it was noted that the patient's hemoglobin was dropping. In addition, during pocket evaluation it was noted hat the pocket was initially dry, but the physician was able to locate it the next day and closed it up. The device remains in service. No additional adverse patient effects were reported. Additional information received which indicated that this ICD was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.